Manufacturer narrative:
Insulin pump function properly during functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, a21 test and all operating current test, however the pump battery tube was corroded. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window, broken battery tube threads, ink spot/bleeding lcd glass near battery icon and stained address serial number label. No damage on battery cap lip noted.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the batteries are lasting only a few hours. Customer stated that there are cracks, scratches, and black marks on the display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.